Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified unspecified vessel. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was inflated twice at an unspecified atmospheres. However, on the third inflation below the rated burst pressure, the balloon ruptured. No segment of the device was detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter. Magnified inspection revealed a pinhole and scratches in the balloon wall over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified unspecified vessel. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation and was inflated twice at an unspecified atmospheres. However, on the third inflation below the rated burst pressure, the balloon ruptured. No segment of the device was detached inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.